Event description:
The customer reported to customer service that when she unplugged the power adapter for her breast pump, the "whole box came apart". An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint info, including how the transformer housing may have broken apart, were unsuccessful. A breach in the transformer housing is a safety risk. In summary, the product evaluation confirmed the customer's report that the transformer housing was broken apart. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0m height per (B)(4). Production samples were dropped three to five times from a height of 1.0m and the housings showed damage and cracking (only after at least 3 drops), but the damage was not to the extent that was present on the transformer which is the subject of this complaint. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continue to be monitored for similar issues. A visual examination of the power supply revealed a split in the transformer housing. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.0 ohms, which is normal and indicates that the thermal fuse did not blow.